Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, 1 hour docetaxel total volume of 155ml(milliliters) was programmed into the pump. Chemotherapy bag finished 27 minutes early. Setting verified by 2 registered nurses and a pharmacist as correct. Pump stated 70ml were to be left in bag when bag was actually empty. Pharmacist verified initial bag fluid amount. Pump and channels were taken out of use". There is patient involvement, the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, 1 hour docetaxel total volume of 155ml(milliliters) was programmed into the pump. Chemotherapy bag finished 27 minutes early. Setting verified by 2 registered nurses and a pharmacist as correct. Pump stated 70ml were to be left in bag when bag was actually empty. Pharmacist verified initial bag fluid amount. Pump and channels were taken out of use". There is patient involvement, the outcome is unknown.